Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-02461. Device investigation is housed within (B)(4).

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-02461. Device investigation is housed within (B)(4) updated become aware date to 5/23/2023.

Event description:
It has been reported that device speakers are not functioning properly.